Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's wife reported via phone call no delivery alarm, low reservoir alarm and high blood glucose levels. Customer's blood glucose level was 550 mg/dl. Customer treated their high blood glucose via insulin pump. Customer was assisted with running a manual prime and insulin did properly exit. Customer was advised to change out their entire set, reservoir, insulin and treat their high blood glucose levels per healthcare provider's instructions. Customer's healthcare provider advised the patients seizure resulted from a diabetic hypoglycemic episode. Customer went to the hospital for 3 weeks total.